Event description:
It was reported that during the implant attempt, the lead ended up getting stuck inside the patient, and was difficult to remove. When the lead was finally removed, the helix was found to be extended, and when tested on the table, would not extend or retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, blood was found in/on the helix/lobe mechanism, and the lead was damaged at implant.